Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 554 mg/dl. The customer had an insulin flow blocked alarm and after changing the infusion set twice, he still got the insulin flow blocked alarm. After performing a 5 unit fill cannula the insulin exited and there was no alarm. The customer did not troubleshoot for high blood glucose. The product was not returned for analysis.